Event description:
The hcp reported that near the end of a tuna procedure, it was noted that one of the needles would not retract back into the cartridge. The cartridge was removed from the pt with the needles fully extended. No adverse affects to the pt were reported and no add'l treatment interventions were required.